Event description:
Related manufacturer reference number: 2017865-2022-05801. It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator and right ventricular lead exhibited r-wave amplitude variation, failure to capture and sense. The device and the lead were explanted on (B)(6) 2022 and replaced on (B)(6) 2022. The patient condition was stable post-procedure.